Event description:
It was further reported the patient received assistance on 2013-(B)(6) and their concerns were resolved. It was noted they no longer had concerns with their device or therapy.

Event description:
It was reported that the patient experienced an overstimulation sensation. Two years prior to the report, the patient turned stimulation up too high to 2.4v and developed shingles. After the shingles cleared up, stimulation was adjusted and set at 1.8v. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).